Manufacturer narrative:
The manufacturer has rec'd the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that on (B)(6) 2013, the doctor placed a long term dialysis catheter via right ij vein. (B)(6) 2013, patient came to hospital to complain, the doctor checked and found the patient's catheter out of the body. The cuff still in his body. The catheter was separated from the cuff. From (B)(6) 2012 to (B)(6) 2013, the nurse used iodophor to healthcare the catheter.